Event description:
It was reported that a pt with a g2 vena cava filter presented to the ER with extensive bilateral pulmonary emboli. The vena cava filter was placed approx two weeks prior to the pt having gastric bypass surgery. This event occurred 16 days after the surgery. The pt was not on coumadin at the time of the event. X-rays showed the apex of the filter was pointing laterally toward the cava wall and 3 arms were repositioned upward. There was a huge thrombus extending from the displaced arms cephalad and almost completely filling the ivc from the filter legs to the right atrium. The filter itself did not migrate and remains in the same location as the original placement, between l1 and l2. The filter remains implanted and the pt is being treated with intravenous t-pa.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The filter could not be evaluated as it remains implanted. X-rays were received. Two x-rays taken during the initial implant showed the g2 filter positioned straight in the vena cava. Two add'l x-rays were returned that were undated. These films demonstated a tilted g2 filter, with 3 arms pointing cephalad. The following info, written by the doctor, was received with the x-rays: "the filter had not migrated. There was a huge thrombus extending from the displaced arms cephalad and almost completely filling the ivc from the filter legs to the right atrium. The appearance is consistent with the pt having had a huge embolus that hit the filter and displaced the filter arms, causing the embolus to float upwards beyond the filter with an attachment to the displaced arms and some of the embolus fragmenting and floating to the pulmonary arteries." The IFU (info for use) states the following: possible complications include, but are not limited to, the following: acute or recurrent pulmonary embolism. This has been reported despite filter usage.